Event description:
It was reported to resmed germany that a pt receiving CPAP therapy had their air tube wrap around their neck during the night. His wife noticed this and woke the pt up because she was concerned about potential strangulation. It was also reported the pt obtained bruises on their neck from the tube.

Manufacturer narrative:
The product has not been returned for an investigation. There was not a permanent injury associated with this complaint. The pt provided resmed with pictures of the bruises on their neck. These pictures were examined by resmed's medical director. Based on the medical director's eval he doubts the reported injury could have occurred in the situation described by the pt. Resmed has requested the pt provide further info regarding the event. Resmed includes the following statement within the flow generator user manuals. "Caution: do not leave long lengths of air tubing around the top of your bed. They could twist around your head or neck while you are sleeping."